Event description:
Device malfunction: none. Symptoms/ae: tia/stroke. Time of symptoms/ae: peri-procedure/post-procedure. It was reported that the patient had a left internal carotid artery stenting procedure in 2007. The patient experience a transient ischemic attack, time of the event not reported. The patient received unspecified thrombolytic, vasopressors and inotropic therapy and reportedly the condition improved. The next day the patient experienced a stroke, symptoms unspecified. The patient continued to receive thrombolytic treatment, vasopressors/inotropes and was intubated with ventilator support. The patient was discharged three weeks later, to a rehabilitation facility, with their condition reported as "continuing". Though requested, no additional information available. Study event.

Manufacturer narrative:
The customer reported the device was discarded. The lot number ws provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The rx accunet, lot # 5090651, referenced is being filed under medwatch MFR #3004742046-2007-